Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation due to pelvic organ prolapse. It was reported that after implantation the patient experienced pain, recurrence, bleeding, dyspareunia, urinary, bowel and neuromuscular problems, vaginal scarring and organ perforation. It was reported that patient underwent mesh revision on (B)(6) 2010 due to mesh failure and in (B)(6) 2012 due to recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).